Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous lead system exhibited atrial oversensing of noise on the atrial channel. The oversensing led to several stored atrial tachy response (atr) episodes in the device's memory. The device's atrial sensitivity was decreased. Guidant received additional information that seven months later, ventricular oversensing was observed due to noise on the rate/sense channel. The oversensing led to an inhibition of ventricular pacing.